Event description:
It was reported that during central processing, a burnt area on the plastic below the tip of the permanent cautery spatula instrument was identified. The planned surgical procedure was completed. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported. According to the initial reporter, the patient did not suffer any injuries in relation with the instrument's malfunction.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's distal clevis had scratch marks/abrasions. The char marks were located at one of the distal clevis ears. The instrument passed the electrical continuity test and the conductor wire was not damaged. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.